Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited a decrease in sensing. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Event description:
New information received notes that the right ventricular lead exhibited a failure to sense.

Manufacturer narrative:
Correction: h6 and b5 previously reported as "device sensing problem" for sensing amplitude variation, now updated to "failure to sense".